Event description:
Patient is reported to have developed a burn, approximately 2x4 inches, located on the lower leg following treatment with the anodyne professional unit, administered by a healthcare professional. Facility reports treatments were conducted using a higher energy setting than recommended in the product safety information and instruction manual. Pt was treated with silvadene, a first aid ointment which is available over the counter, and is healing.